Manufacturer narrative:
Zoll medical corporation has received the product and will be provided a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's display was not legible. Complainant did not indicate that there was any patient involvement in the reported malfunction.